Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon opened sterilization package, since a part of inner cavity had adhered to outer cavity, he was not able to take out inner cavity. When he tried to take out inner cavity from outer cavity by force, outer cavity was damaged and the part has adhered to inner cavity. This item is only sold in (B) (4).

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.